Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 570 mg/dl. The customer stated that she changed her infusion set after getting a no delivery alarm, but her blood glucose levels remained high. Troubleshooting was performed and the insulin pump was programmed correctly except for the time and date. Found several no delivery and failed battery test alarms in the history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.